Event description:
Reported that the lens was removed from the vial for loading and it was noted that the lens had a cloudy appearance. It was decided not to use the lens and there was no pt contact. An msi-pf injector and an sfc-25 fp cartridge were to be used and the lot numbers were not provided by the facility.